Event description:
It was reported that the patient presented to the hospital after receiving an inappropriate hv therapy. Programming changes were made and the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.